Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. On (B)(6) 2009 the consumer experienced complication during insertion, nauseous, dizzy, could not get it in, and something with the uterus. On an unspecified date the consumer experienced perforation/ device migration, serious because the event resulted in disability, thin stools, pain in pelvis, pain in head, neck pain, arthralgia, muscle cramps, depressive feelings, increase or decrease of weight, restless feelings, mood swings, memory loss and concentration problems, memory loss and concentration problems, menopausal symptoms, vaginal fungal infections, vitamin deficiency, visual disturbances, fibromyalgia, bruising, and tremor. In (B)(6) 2009 she had bleeding. Essure was discontinued on (B)(6) 2011. Consumer had problems with movements, work-related problems and relation and/or family problems. She contacted a doctor and visited a gynecologist and rheumatologist. Treatment was performed: dietician and unspecified medication. Keyhole surgery, colonoscopy were performed. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was reported that perforation/ device migration (interpreted as fallopian tube perforation) occurred. Essure was removed. These events are serious and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was reported that perforation/ device migration (interpreted as fallopian tube perforation) occurred. Essure was removed. These events are serious and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.